Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was moisture damage on the electronic assembly. The pump had cracked display window corner, scratched lcd window, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that the pump got wet while on vacation. The customer also stated that the pump was dropped and had a crack from the top corners of the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.